Event description:
During a market survey conducted at a medical center, 4 pts experienced arterial bleeding at the junction of the innervasc hub and the groin. These occurences were over the course of 8 days in 2001. There were no hematomas, obvious patient injury, or increase in holding times for any patient.